Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) examined the system remotely and confirmed that there were movements problem. Review of logfiles showed errors related to dcps power supply. To resolve the issue the distributor replaced dcps power supply. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system c-arm and the table could not be moved. No user or patient harm has been reported. A philips remote service engineer (rse) reviewed the logs and found an issue with the dcps power supply. Dcps power supply was replaced and now the system is back to use in good working order.